Manufacturer narrative:
.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. The products remain implanted. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product during manufacture.

Event description:
It was reported the patient was admitted in the hospital due to pain on (B)(6) 2015 - (B)(6) 2015.

Manufacturer narrative:
Based on the information provided, the device did not cause or contribute to a death or serious injury, nor has it been implicated by the physician. In addition, the information provided does not reasonably suggest that the device malfunctioned. Therefore, under the regulations set forth under 21 cfr 803, it is concluded that this is not a reportable event.